Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log shows no alarm 301 occurred at the time provided but alarm 318 inspiration valve failsafe failed or occlusion in inspiration. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported belavista 1000e having alarm 301 watchdog failure, firmware running during patient use. The machine was for a short period of time in standby, due to mode change (psv to hfot). The ventilation interrupt was longer than planned because of the machine issue. Furthermore, the patient was removed from the ventilator and placed on a resuscitator bag (bag valve mask). No harm reported associated with this event. Psv pressure support ventilation. Hfot high flow oxygen therapy.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to determined the exact root cause as issue is no longer reproducible. Most likely occluded circuit system during start-up self-test. Provided recommendations to customer. No further alarm message occurred again.